Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while initiating support for a patient using rotoflow custom pack beq-top 33700 a small leak was noticed on the pressure line connection of the better bladder. This required the patient go back on full cardiopulmonary support with heart lung machine. When it was attempted to go back on ecls support (extracorporeal life support) with a new circuit a leak was again noticed in the same location. The leak was able to be sealed and this circuit was utilized. The product was discarded. The patient is still on support and is progressing ok. The hospital will not provide patient information. This submission is for the 1st pack used.